Event description:
During cardiac catheterization, upon second injection of right coronary artery, stain flow of contrast noted and immediate staining of the proximal and mid-portions of the right coronary artery was recognized. The pt experienced anterior chest discomfort and a 12 lead EKG demonstrated new inferior injury. Intra-aortic balloon pump was placed after removal of catheter. Transfer for revascularization surgery. Increased medical intervention to preclude permanent injury.